Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unk. According to a legal claim, there were 26 pts who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the pts experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients' use of poligrip was the substantial and provable cause of their injuries." Med records received (B)(6) 2010: on (B)(6) 2009 the pt saw her physician to request a lab looking for zinc poisoning at the advice of her lawyer with a possible denture cream cause. She reported a peripheral neuropathy with worsening numbness in her hands and feet and felt this may be due to zinc toxicity from her denture cream. The pt had numb fingers and toes, was very clumsy, and noted this was getting worse. The physician stated "evidently the zinc toxicity can cause copper deficiency and possibly symptoms of headache and pseudotumor (?)." The pt had been diagnosed with pseudotumor cerebri four years prior when she presented to the emergency department with headache, decreased peripheral vision, and periodic diplopia. The pt had lost 70 pounds since that time. She received weekly lumbar punctures and was treated with acetazolamide. Follow up info was received on (B)(6) 2011 via fact sheets submitted by the pt and/or the pt's attorney. In 2006, the pt reported having muscle weakness, extreme fatigue, neuropathy, unsteady gait, copper deficiency, zinc excess, numbness and tingling in feet and hands, burning pain greater on left side, balance problems, and falls. The pt first used full upper and partial lower dentures in 2001. The pt used super poligrip original from 2001 to (B)(6) 2010, fixodent original from 2001/2003 to (B)(6) 2009/(B)(6) 2010, and super poligrip zinc free from (B)(6) 2010 until the time of this report. The pt used poligrip/fixodent two to four times a day, one 2.4 ounce tube per week. This case was upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).